Event description:
It was reported that the patient experienced no stimulation sensation and never had therapeutic effect despite reprogramming. The reporter indicated that when the patient first got the device, she was in so much pain that it had to be turned off a couple of days after surgery. The pain was due to the fact that "a nerve pocket or something had been affected related to the surgery" where she couldn't walk or could hardly drive. The patient never felt the stimulation like she did in the trial. It was noted that the patient went back to the clinic to have her device checked but forgot the programmer. The following week, the patient went back but it wasn't possible to get the device working and she was asked to return. The week prior to the time, it was reported was the first time that it was possible to get the device working and the patient was asked to keep a log. The patient was however, unable to adjust stimulation when she got home. It was noted that the patient had an appointment with her healthcare provider (hcp) the following day. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3093-28 lot# va01wb5, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).